Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to over 400 mg/dl. Customer reported they felt fine despite having high blood glucose. Customer did not treat for their blood glucose at the time of the call. The customer also reported a no delivery alarm occurred when attempting to bolus. The customer attempted to resolve the alarm with a manual prime. Customer stated insulin was able to exit during the troubleshoot. The customer also called back to report the no delivery alarm persisted. Troubleshooting did not find any issues with the drive support cap. The customer stated they did not try all remedies for the no delivery alarm. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.